Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, consisting of three lead anchors, three percutaneous leads, one dual extension and an ipg, on (B)(6) 2009. Approximately five months post-implant, the patient presented to the clinic reporting communication could only be established between the ipg and the charging system if the antenna was forcibly pressed down over the implant area. As recommended by the physician, the patient's device pocket was revised in order to move the ipg to the appropriate implant depth. Post-operatively, the patient reported "good" stimulation and was able to communicate with the device using both the patient programmer and the charging system. The device remains in use. Follow up on the patient found no further issues reported.